Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the end of service (eos) status was reached on (B)(6) 2015. The patient was replanted on (B)(6) 2015 after study exit. The patient was doing well with efficient therapy. The settings were unknown.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported there was a stop of stimulation. No diagnostics or troubleshooting was performed. The device end of life was considered to be premature and abnormal from an undetermined origin. The device was replaced (B)(6) 2015. Relevant medical history includes chronic neuropathic pain, peripheric nervous lesions, post-trauma or post-surgical.